Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Based on information from fse, the cor presented the correct results but customers lack of training interpreted results incorrectly, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with bd cor px instrument a false negative result was obtained. Retest was for the same genotype completed and the result was positive as expected. Results were not reported and there was no report of the patient impact. The following information was provided by the initial reporter: we have discovered one discrepancy in the results reporting from cor 2 with us. When reviewing the c-files, we discovered that 1 sample with a CT value (CT 24.8) for genotype p2 was reported/transferred as negative. The sample is shown as hpv negative on aio when samples are unloaded, as well as on reports, in synapsys and lvms (our lab computer system). We did a retest, the sample is positive for the same genotype, and is reported as usual. An error like this can be easily overlooked and we really wonder why and how this can happen. We are worried about whether we might be able to catch this if it were to happen again.

Event description:
It was reported that during use with bd cor px instrument a false negative result was obtained. Retest was for the same genotype completed and the result was positive as expected. Results were not reported and there was no report of the patient impact. The following information was provided by the initial reporter: we have discovered one discrepancy in the results reporting from cor 2 with us. When reviewing the c-files, we discovered that 1 sample with a CT value (CT 24.8) for genotype p2 was reported/transferred as negative. The sample is shown as hpv negative on aio when samples are unloaded, as well as on reports, in synapsys and lvms (our lab computer system). We did a retest, the sample is positive for the same genotype, and is reported as usual. An error like this can be easily overlooked and we really wonder why and how this can happen. We are worried about whether we might be able to catch this if it were to happen again.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted supplemental report was sent in error. The initial MFR report # 1119779-2023-00914 was correct and should be reported for false negative results. The device evaluation is pending and will be reported when completed.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd cor px instrument a false negative result was obtained. Retest was for the same genotype completed and the result was positive as expected. Results were not reported and there was no report of the patient impact. The following information was provided by the initial reporter: we have discovered one discrepancy in the results reporting from cor 2 with us. When reviewing the c-files, we discovered that 1 sample with a CT value (CT 24.8) for genotype p2 was reported/transferred as negative. The sample is shown as hpv negative on aio when samples are unloaded, as well as on reports, in synapsys and lvms (our lab computer system). We did a retest, the sample is positive for the same genotype, and is reported as usual. An error like this can be easily overlooked and we really wonder why and how this can happen. We are worried about whether we might be able to catch this if it were to happen again.